Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to very high capture thresholds of 7 volts that lasted over 60 days. This issue was affecting the pacemaker battery longevity. However, technical services indicated with the adequate capture thresholds noticed post procedure, the battery should recover. Reportedly, yellow alerts were recorded due to rv automatic threshold falling into suspension mode due to this threshold issue. This rv lead remains in service and no additional adverse patient effects were reported.